Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v239703, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v239703, implanted: (B)(6) 2009, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708640, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Information was received from the consumer reported that the patient got his deep brain stimulator (dbs) in 2009 and then had back surgery for scoliosis in 2010 which was successful and helped him stand straight from (B)(6) 2010. In (B)(6) 2010, during a 2 week span, the patient¿s chin went to his chest. The patient¿s spine had 100% curve and ¿he looked like a question mark.¿ since surgery in 2010, the patient had steadily gotten stiffer. They went to the doctor every 3 months and tried botox. The patient had cervical fusion where they fused his neck from the base of his skull to the rods in his back. Since that surgery, the patient was doing really well and his chin was off of his chest and he was a lot happier. There was an error code on the patient programmer (pp) and it showed ¿call the health care professional (hcp).¿ the patient¿s symptoms started to get worse on (B)(6) 2015; they had more spasms and their speech and gait were also worse. The implantable neurostimulator (ins) battery was low when it was tested on (B)(6) 2015 so they reduced the settings. The patient still had a lot of pain. Additional information received reported on the same day, they saw an elective replacement indicator (eri) message along with the call your doctor screen. Addition information received from healthcare provider (hcp) on (B)(6) 2015 reported that the ins battery was replaced on (B)(6) 2015. It was noted that the ins battery was end of service at 9 months. It was indicated that the patient pulled out the hardware from cervical/ thoracic fusion when the ins battery stopped. Intervention included ins replaced, botox to neck muscle and fusion revision. The patient was implanted for dystonia and movement disorders.